Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the lead. Stimulation was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced ineffective stimulation. Diagnostics indicated high impedances on the lead. Reprogramming attempts were unsuccessful in resolving the issue. Surgical intervention is planned as the next course of action. Date of implant and device information is unknown at this time